Event description:
Litigation papers allege the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from plaintiff's acetabulum, caused severe pain, and inhibited the patients ability to walk. Plaintiff will therefore be required to undergo a revision surgery. **update** (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update** (B)(6) 2012 - letter received from patients attorney with operative report for revision surgery attached. Stem added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.